Manufacturer narrative:
A non-sterile mynx grip vascular closure device (vcd) 6f/7f was returned for investigation, without the procedural sheath, advancer tube and sealant. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The shuttle cartridge and the catheter were inspected for anomalies and there were none observed. During functional testing, leak testing was performed on the balloon of the received device using the returned syringe. The balloon was fully inflated, pressure was held and the device performed as intended. A review of the manufacturing documentation associated with lot f1815502 presented no issues during the manufacturing process that can be related to the reported event. The event reported as ¿failure to deploy¿ was not confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported failure experienced by the customer could not be conclusively determined. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a mynxgrip vascular closure device (vcd) failed to deploy, despite following the steps. A non-cordis sheath was used. After a 90 second swell time, lock, stabilize, deflate (l.s.d) was performed. Upon removal of the balloon/catheter through the advancer tube lumen ¿ the advancer tube was removed from tissue tract and mynx sealant was stuck on end of advancer tube. The sealant was appeared to be not fully hydrated and not fully expanded. Manual pressure was used to achieve hemostasis.

Manufacturer narrative:
Addendum for additional information received: the mynx was used in a peripheral intervention procedure. The device was stored and handled per the instructions for use (IFU) and the storage temperature did not exceed 25 °c. There were no anomalies noted to the device when it was taken out of the packaging. The procedure used a retro-grade approach. The user was certified on the use of the mynx. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The puncture site was the common femoral. The vessel diameter verified to be greater than or equal to 5 mm in diameter. The deployer shuttled down completed. Manual pressure was done for less than 30 minutes. The patient is noted to have recovered. As reported, a mynxgrip vascular closure device (vcd) failed to deploy, despite following the steps. A non-cordis sheath was used. After a 90 second swell time, lock, stabilize, deflate (l.s.d) was performed. Upon removal of the balloon/catheter through the advancer tube lumen ¿ the advancer tube was removed from tissue tract and mynx sealant was stuck on end of advancer tube. The sealant was appeared to be not fully hydrated and not fully expanded. The mynx was used in a peripheral intervention procedure. The device was stored and handled per the instructions for use (IFU) and the storage temperature did not exceed 25 °c. There were no anomalies noted to the device when it was taken out of the packaging. The procedure used a retrograde approach. The user was certified on the use of the mynx. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The puncture site was the common femoral. The vessel diameter verified to be greater than or equal to 5 mm in diameter. The deployer shuttled down completed. Manual pressure was done for less than 30 minutes. The patient is noted to have recovered after the procedure. A non-sterile 6f/7f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath, advancer tube and sealant were not returned. The shuttle cartridge and the catheter were inspected for anomalies. No anomalies were observed. Leak testing was performed on the balloon of the received device using the returned syringe per mynxgrip instructions for use (IFU). The balloon was fully inflated and pressure was held and performed as intended. A device history record (DHR) review of lot f1815502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was not confirmed through analysis of the returned device since the sealant, advancer tube and procedural sheath were not returned. Therefore, the exact cause of the issue reported could not be conclusively determined. Based on the information available for review, handling factors (such as over-tamping) may have contributed to the sealant stuck to the advancer tube. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ if the user over-tamps, by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the DHR, nor the product analysis or information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. Corrected data: (outcomes attributed to adverse event), (type of reportable event).